Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 48 mg/dl, 238 mg/dl, and 171 mg/dl when all tests were performed within 10 minutes on the voicemate advantage system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.